Manufacturer narrative:
Corrected section g1 (contact office telephone nr). Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). The issue was investigated and it was determined that the system behaved as expected.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during target market release (tmr), this hemosphere alta monitor, displayed pap (pulmonary artery pressure) values different from the pap values displayed on the bedside monitor. Then, they realized the bedside monitor was slaving in the rvp (right ventricle pressure). No error message was displayed. There was no allegation of patient injury. There will be no product return as this is a tmr.